Event description:
It was reported that the insulin pump alarmed an error and insulin was squirting out during the priming process. The customer was disconnected from the insulin pump during the priming process. The customer's blood glucose was 356 mg/dl. The drive support cap did not appear to be damaged. The device was neither dropped nor bumped, no waster contact. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed for a motor error during the basic occlusion test due to a loose and protruded drive support disk. No alarm was noted for a loose drive support disk.